Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 165 mg/dl and 60 mg/dl. Customer felt weak while exercising and took the readings. Customer felt symptoms of low blood sugar and self-treated with a couple of cookies. No adverse event reported. Requested return of suspect device and replacement was sent.